Event description:
The customer's mother reported via phone call that the insulin pump had dark lines on the screen that made it difficult to read what was on the menu. She stated that she noticed the display issue on the night prior to the call. The customer's mother stated that the customer's blood glucose had been running high and believed that the device may not have been delivering properly. The customer's blood glucose was 216 mg/dl. She stated that the insulin pump had not been dropped, bumped, or exposed to moisture. She completed the self test and did not see any missing segments on the black screen. She stated that the screen now looked worse after the self test. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The caller was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump powered up properly after battery installation. The pump was received with operating currents within specification. The pump was monitored and no blank display or display anomalies were noted. The pump passed the rewind, basic occlusion, occlusion, prime, excessive no delivery, and displacement tests. The pump also had minor scratches on the lcd window.